Event description:
Caller reported a cartridge alarm 20 had occurred. There was no adverse impact to the customer¿s blood glucose level. Customer requested an out-of-warranty loaner pump, and technical support arranged for a pump replacement.